Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 81 mg/dl, compared with the sensor glucose reading of 118 mg/dl. The customer also reported "low alarms" and the device went into threshold suspend. The customer was sent a replacement sensor, however nothing was returned for analysis.